Event description:
The following is based on medical records provided by the pt's attorney: on (B)(6) 2001: repair of numberous intra-abdominal adhesions and incisional hernia, multiple defects, with composix mesh. On (B)(6) 2002: repair of recurrent incisional hernia using composix mesh, partial extraction of prior mesh repair, and segmental small bowel resection. On (B)(6) 2002: debridement of inflammatory tissue and removal of remainder of composix mesh. Second mesh is noted to be well incorporated with no inflammation. On (B)(6) 2002: removal of infected abdominal wall hernia mesh and resection of chronic inflamed fascia, extensive lysis of adhesions of small bowel to the infected mesh. On (B)(6) 2002: hospital admission for nausea, vomiting, and diarrhea. On (B)(6) 2003: impaired wound healing requiring home care nurses for wound management, wound vac treatment and IV antibiotics. Noted to have tested (B)(6) for (B)(6).

Manufacturer narrative:
Based on the medical records provided, it is unk whether the device may have caused or contributed to the reported event. The pt is obese and has a history of multiple abdominal surgeries. Seven months after the implant of the composix mesh, the pt developed a recurrent hernia. A piece of "rolled" mesh was removed after dense adhesions of a loop of small bowel were noted to be exposed to the mesh. Approx two month post-op, the pt developed an infection and the mesh was explanted. Although there was no culture report provided to confirm the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, the pt was reportedly treated for a fistula, adhesions, and a recurrence, all of which are known adverse events listed in the IFU. A review of the mfg records was performed and there was no evidence of a mfg related cause for the reported event. Additionally, no product has been returned for eval. With the currently available info, no conclusion can be drawn. See MDR 1213643-2012-00674 for info related to the composix mesh implanted on (B)(6) 2002.